Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 12 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown). The lesion being treated was a calcified, 99% stenotic lesion in a tortuous left circumflex coronary artery. It is noted that resistance was met during insertion of the maverick2 monorail balloon. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.